Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint for a kink/bend in the guide wire of the radial artery assembly was confirmed. No sample was returned by the customer. Based on the photo provided by the customer and the view of the components, the customer appears to be describing the radial artery assembly which contains a kinked guide wire. The photo was reviewed, a 20 gauge radial artery catheter assembly without the catheter was displayed in the photo. The guide wire handle (pink in color) was located near the hub of needle which was released and extended the guide wire through the distal tip of the needle. The guide wire was protruding from the needle. Kinks in the guide wire in a z shape were observed. No additional observations were noted. A device history records review was performed based on sales history and did not reveal any manufacturing related issues. Since no sample was returned to evaluate only a photo to view, a further evaluation could not be performed, the probable cause is undetermined. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the "sheath of catheter" is bent. Photographs were provided depicting a severely kinked guide wire protruding from the catheter tip. This incident happened during the insertion, and was resolved by removing the catheter and placing another unit with some difficulty in order to puncture the artery. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.